Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial pacing lead, which was implanted in the left ventricle, triggered an alert due to high impedance and short ventricular intervals. The lead was reported to have possibly fractured. The lead was subsequently capped and the patient received a transcatheter pacing system. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.